Manufacturer narrative:
Device passed the displacement however failed in vibration self test due to broken black wire vibrator motor connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump did not vibrate during the vibrate test during self test. The customer¿s blood glucose level was 243 mg/dl. The customer was assisted with troubleshooting. Insulin pump was not vibrating nor beeping. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.